Event description:
It was reported that during device interrogation, it was noted that the patient's pacemaker (pm) was in backup mode. The physician suspected that backup was due to patient-related reasons. The pacemaker was restored to normal settings. The patient condition was stable.